Manufacturer narrative:
This report is for an unknown spine synex device(s)/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: kankare, j. And lindfors, n.c. (2016), reconstruction of vertebral bone defects using an expandable replacement device and bioactive glass s53p4 in the treatment of vertebral osteomyelitis: three patients and three pathogens, scandinavian journal of surgery, vol. 105 (4), pages 248-253 (finland). The aim of this study is to evaluate the effectivity of bioactive glass s53p4 in treating vertebral osteomyelitis on three patients and three pathogens. A total of 3 patients (2 males and 1 female) were included in the study. 1 patient out of 3 was implanted with synex 2 device (titanium alloy; synthes inc., solothurn, switzerland). The total follow-up was 4 years (patient 1), 1 year and 8 months (patient 2), and 2 years and 2 months (patient 3). The following complications were reported as follows: an (B)(6)-year-old female patient had a small psoas abscess formation, and the abscess formation disappeared spontaneously and the antibiotic therapy lasted 6 months. This is report 1 of 1 for this report is for an unknown synthes synex.